Event description:
It was reported that during a gastric bypass procedure, the device would not open. Another like device, same lot, was used and has not reopened after stapling. Outside the patient. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.